Manufacturer narrative:
Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 52 mg/dl and candy was consumed to address bg. Customer over-corrected and reportedly was cause of event. Recommendation was made for the customer to discuss the event with a healthcare provider.